Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and chloride (cl) results generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab. The specimen was re-tested and obtained results were lower for both analytes. Customer only provided the corrected results. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The system is calibrated every 24 hours, and qc samples are run every 8 hours. Prior to the event, qc results were within the lab's established ranges. The operator noticed a small break in tubing near the lid of one of the ise solutions. The cracked tubing was replaced. The field service engineer (fse) verified that the system was operating within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.